Event description:
The patient reported that the piston rod on his insulin infusion device is not fully extending or retracting. He stated he has to change the cartridge early and he is "wasting insulin". He stated he is not sure if he gets the low cartridge alert before or after this happens. The patient stated he changes the cartridge and infusion set and this corrects the problem. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.